Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, e315 and e216 (scope communication error) displayed on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Event description:
This report was submitted for the error (e315) code that was displayed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, d8, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device has not been returned for evaluation. Based on the results of the investigation, the root cause of the e315 error was unable to be identified.olympus will continue to monitor field performance for this device.